Manufacturer narrative:
The customer returned the suspected contour ts meter and contour ts test strips from lot # dp8lm3f04a for evaluation. During the evaluation of the meter, the historical results from the meter's memory were checked and the alleged inaccurate readings i.e. The values of 230 mg/dl and approximately 300 mg/dl could not be found. However, the meter did store the readings similar to those values. The returned meter was tested with the returned test strips using a blood sample, which gave a satisfactory performance. The patient/family was the initial reporter, so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from spain alleged that within 10 minutes, he obtained blood glucose reading of 230mg/dl with the contour ts meter and 100 mg/dl with a non-ascensia meter. Due to the difference in readings, the customer went to a clinic for medical consultation, where the nurse performed blood glucose testing with another non-ascensia meter and obtained a reading of 130 mg/dl, while the reading on the contour ts meter within 10 minutes was approximately 300 mg/dl. No specific reading was provided. There was no allegation of an adverse event. The customer received the replacement meter from the nurse.